Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a tego connector in which the customer reported that rubber around the tego was not intact and that there was leaking of air through the connector to the arterial line prior to dialysis treatment. The device was changed out/replaced with no further problems encountered. It was reported that there were no cracks or other defects observed. The event was not detected prior to use and there was patient involvement. However, there was no blood loss, medical or surgical intervention required and there was no report of patient harm as a result of this event. This captures the first of four events reported.